Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10.

Event description:
It was reported while using an unspecified bd pen needle the medication was unable to be delivered with several pen needles. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the consumer has to use about seven pen needles.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using an unspecified bd pen needle the medication was unable to be delivered with several pen needles. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the consumer has to use about seven pen needles.